Manufacturer narrative:
(B) (4).

Event description:
The implantable neurostimulator (ins) was fully charged at the time of surgery. The next evening, the ins stopped and the patient's pain symptoms returned. When the ins was checked with the patient programmer, the "recharge the rechargeable implanted neurostimulator battery" icon was seen. The ins was recharged to full capacity on (B) (6) 2009. Two days later, the battery was again down completely. The patient was able to recharge to 75% during the day on monday. The patient tried to complete the recharge overnight, while sleeping, but when he awoke in the morning, the battery was still at 75%.the patient was going to try and recharge to 100% on tuesday. It was noted that when recharging 2 days after implant, it seemed to take a very long time to charge the final 25%. The ins was programmed with two groups. Both groups had 2 programs, and covered both legs. There were 3 electrodes programmed (+/-/+) in each. The parameters for one of the programs were pw 1000, rate 50-65, amp 4.0-6.5v. The parameters for the other program were pw 450, with similar ranges for the rate and amp. Impedance readings were not checked when the patient was seen two days post-implant, because it took a long time to recharge the battery, and they did not want to delay the patient any further. Impedance readings were taken immediately post-implant and the physician programmer did not report any "abnormal" impedances. The patient was receiving effective stimulation. Additional information has been requested, a follow-up report will be sent if additional information becomes available.